Event description:
The customer reported that the 840 ventilator had a blank display while in use on a pt. There was no pt harmed or injured as a result of the event. The pt was placed on another ventilator.

Manufacturer narrative:
The customer replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was only authorized to upload the software. The unit passed performance verification test (pvt). (B)(4).